Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, out-of-range low defibrillation impedance and high defibrillation impedance was noted on the right ventricle (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.